Manufacturer narrative:
This device is used for treatment, not diagnosis. Not previously reported. The investigation found that the front part is broken off at the thread run-out. The shaft was bent and shows various marks of forcible use; it possibly came in touch with other metal parts. The dimensions and material quality were found to meet our specifications and do not show any anomalies. No product or material related fault could be detected. The manufacturing documents were reviewed and no complaint related issues were found.

Event description:
A device report from (B)(4) indicated a hospital in (B)(6) reported: the tip of the 2mm k wire was broken during surgery and left inside the medullary canal. The broken tip is close to the previous set screw hole of the competitor gamma nail. The broken tip was not retrieved so as to minimize further weakening of the femur. The broken tip remains in the patient.

Manufacturer narrative:
Device used for treatment and not diagnosis. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system.